Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that during implant procedure, high, out of range, pacing lead impedance was observed. The lead was replaced.